Event description:
Failure of disposable automatic clip applier. Did not load clip and device cut artery. Bleeding was immediately controlled and artery was ligated. (This same type of problem occurred 10/11/94 in rptr's facility and report filed then).